Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. The physician repaired the leak during a revision surgery. Following the revision procedure, the patient developed an epidural hematoma. The patient was hospitalized and the hematoma was drained. The device was removed and there have been no reports of further complications regarding this event.